Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported "air in line" was not reproduced. Evaluation was able to power on the device, load a set, program, and run multiple infusions with no discrepancies. The ultrasonic sensor readings were found within range and the device passed upstream air testing. A review of the event history log revealed multiple air in line messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified through log review however the device is operating per specifications and no component issue was identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.